Event description:
This outpatient was undergoing a d&c, hysteroscopy when the sharp curette was passed, it went deeper into the endometrial cavity than expected based on the hysteroscopy that had been done prior. The curette was removed and the hysteroscope re-inserted, a perforation of the uterus was noted. The area was hemostatic. The patient was admitted to the hospital for observation and monitoring of blood count.